Manufacturer narrative:
The technician replaced the power cord to repair the bed.

Event description:
Info received indicates the bed did not pass the electrical safety test due to an open ground wire on the ac power cord.